Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced a leaking cartridge after changing it while connecting the luer connector and tubing outside the ilet, and education on the correct cartridge change procedure was provided. Symptoms included hyperglycemia with a reported peak of 230 mg/dl. Outcomes included prolonged elevated blood glucose outside of target for approximately six hours without use of backup therapy or professional medical intervention. Investigation included troubleshooting and user education. Investigation of this case revealed user technique during cartridge change as the likely contributor to the leak. It was concluded that the event was attributable to user technique and that no device alert or alarm was reported. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.